Event description:
The dentist was performing a medical procedure on a pt with an electric motr that had a sanding disk attached to it. When he started working on the pt's tooth the electric motor was running at a hogher speed than what the dentist thought it was running. He allegedly claims when the disk touched the tooth, it shot the electric motor and sanding disk towards. The pt's lip causing him to cut the pt's lip. The doctor said the pt had to get five stiches.